Manufacturer narrative:
Due to imrdf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that they had a problem a few years back and they went to the doctor¿s office to have them invite a representative to check their implant, but the office never did, and the patient didn¿t see a rep. When asked about the problem the patient stated they had tripped over a kayak and fell on the concrete floor, so they wanted their implant checked. The patient stated they had x-rays done and everything with the device looked the same, however the therapy wasn¿t helping too much now. The patient stated they had tried changing programs and they typically alternated between program 2 and 4 when they felt like the device wasn¿t helping them. The patient had increased to around 2.1v but if they increased stimulation further it would be uncomfortable but if they decreased it to a tolerable level it didn¿t seem to help them as much. The patient was redirected to their healthcare provider to invite a rep to check the device. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a loss or change of therapy. It was stated that they are not sure if the implant is working as effectively as it was for their symptoms as of 2 to 3 months prior to date notified. They also feel impulses in their inner thigh as of the past week prior to date notified. The patient has tried increased stimulation and tried all their different programs, with them waiting a day to change to another program as they are impatient. On (B)(6) 2016, possibly the 22nd, the patient fell and hit their side on the hip opposite where the implant is. Indication for implant is fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.